Event description:
On (B)(6)2006, the lay user/pt contacted lifescan alleging an inaccuracy low issue and an ¿apply sample¿ issue with her one touch ultra. The medical affairs specialist spoke with the pt on (B)(6) 2006 to obtain/verify the following info. The pt state that she has been to the emergency room approx 5 times within the last 4 weeks: 3 visits were for low blood glucose level and 2 visits were for high blood glucose levels. The pt was unable to recall what happened at each event except for two of the visits. The first incident, she recalled was on an unspecified date were she tested on her meter, got a low reading in the ¿50¿s mg/dl¿, drank orange juice, and noticed that her meter readings were going lower and lower with readings of ¿30¿s mg/dl¿ then ¿19 mg/dl¿ (unk times). She was taken to the emergency room about 1.5 hr after testing on her meter but cannot recall what her symptoms were, her blood glucose results at the hospital, and what type of treatment she rec¿d. The second incident that she recalled was the most recent visit at the hospital, and what type of treatment she rec¿d. The second incident that she recalled was the most recent visit to the emergency room on (B)(6) 2006. The pt woke up with a ¿41 mfg/dl¿ on her meter feeling ¿normal¿ but also mentioned that she had a slight headache. She had coffee and toast, took her usual lantus morning dose, and tried to test on her meter again but encountered the ¿apply sample¿ issue. Because she could not test on her meter, she did not eat breakfast and did not take her novolog insulin. About a couple hrs later, her headache got worse and she started to throw up so her daughter took her to the emergency room. When they got to the emergency room, the pt reportedly rec¿d no medical assistance and went home w/o being seen by a healthcare professional. The pt tested on her aunt¿s meter when she got home and got a reading ¿around 350 mg/dl¿ and took her novolog. She stated that has been using her aunt¿s meter, was able to bring her blood glucose levels down and did not feel completely better until (B)(6) 2006. The pt was unable to provide info regarding the events leading to her all of her recent emergency room visits, such as her meter readings, symptoms, blood glucose results and treatment at the emergency room; however, this complaint is being reported because, the pt got a low reading and later was unable to test her meter due to the ¿apply sample¿ issue; she withheld her insulin, developed symptoms, and was found to be hyperglycemic. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested return of the subject meter and strips for evaluation, but has not yet rec¿d them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.